Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 20march2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported a primary alarm failure, error code 1102. No patient or user harm was reported. Event date not specified; estimate used.

Manufacturer narrative:
Date rec¿d by MFR :26mar2019. The manufacturer's field service engineer (fse) duplicated the reported primary alarm failure issue. The error code was found in the diagnostic report. The manufacturer's field service engineer replaced both speaker#1, speaker#2 and the cpu and the device was still alarming. The fse performed additional troubleshooting and found that the device only worked on battery. Replaced power management board and check vent: primary alarm failed was corrected. Performed performance assurance test and device passed successfully. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.